Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had a decreased dosage adjustment of her medication. The patient experienced bradycardia while being transported via ambulance to the hospital. She experienced withdrawal symptoms six hours after leaving the hospital. The symptoms included increased baseline spasticity, increased blood pressure, nausea, diarrhea, vomiting, shallow breathing, and "freezing". The patient had felt that the lowered dosage amount from 5mg to 4mg caused the withdrawal. The patient took oral oxycontin after being discharged from the hospital. She stated that she felt it "was too much medicine for what I was going through." She had taken oral baclofen to help with her increased spasticity. The patient had taken "too much baclofen." She was re-admitted to the hospital on (B) (6) 2009. She had spasms for three days from the reflex sympathetic dystrophy (rsd). The patient was given IV morphine during that time. She stated that she was "put on ativan and seven other medications to take care of my symptoms." The patient stated that the hcp in the hospital gave her daily boluses of medication as well. The patient had followed-up with her pain management clinic weekly and then bi-weekly to have her pump adjusted. The patient stated that the withdrawal symptoms had caused her "rsd to flare." She stated that she recently had to take oxycodone every 4 hours until the rsd went into "remission." The patient was told that her left ventricle needed to be "checked" as a result of the trauma from the withdrawal symptoms. Additional information has been requested, a follow-up report will be sent if additional information becomes available.